Manufacturer narrative:
Concomitant products continued: 693565 lead, 419688 lead, implanted (B)(6) 2001; af3216c155xh stent graft, ilxch1414115 stent graft, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead which did not appear to influence device function. The lead remains in use. No patient complications have been reported as a result of this event.